Event description:
Customer reports 2 cracked headers noted at reuse number 5 and 8 upon initiation of treatment. Estimated blood loss was minimal. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.